Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an error code of 4:311:2401:0010 was confirmed and not reproduced during product evaluation. This condition was due to software failure. Software issues are not associated with hardware malfunctions. Therefore there will be no repairs made to correct the reported problem. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "4:311:2401:0010 error code". This condition has the potential to cause an interruption of delivery. This condition was found in sterile processing. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).